Event description:
Information received by medtronic indicated that the customer passed away due to covid19 / covid pneumonia in the hospital on the (B)(6) 2021. The customer was hospitalized on (B)(6) 2021, due to diabetes complications. The caller also alleged that the customer was not able to breathe and was hospitalized. The caller stated that the customer had been born with diabetes complications that might have led to the customer's passing. The customer¿s blood glucose was 340 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The products will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".